Event description:
A hosp in (B)(6) reported via our distributor that an rt202 adult inspiratory heated breathing circuit developed an open circuit upon initial use of the circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt202 breathing circuit is en route to fisher & paykel healthcare for the alleged fault to be verified. We will submit our findings in a follow-up report at the completion of our investigation.